Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens (model zmb00 +20.0 diopter) was explanted in a secondary procedure because of patient complained of blurry vision, halos, and trouble seeing distance and near. Additional information was received and it was learnt that vitrectomy was performed during the explant and tecnis monofocal intraocular lens (model z9002 +19.0 diopter) was implanted as the replacement lens for the patient. Also noted was the patient underwent a yag (yttrium-aluminum-garnet) procedure prior to explant. Patient was doing fine but had blurry vision at discharge. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 3/15/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection that was performed by a qualified operator using 12x magnification shows the product is cut, most probably to make explant possible. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area, it also shows that the lens was cut in. Investigation of the return sample and the condition of the return sample do not suggest the damage was introduced during manufacturing. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.